Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 11.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could nto be performed.

Event description:
It was reported that high pacing threshold and high pacing lead impedance were observed. The lead was capped and replaced. A partial lead was returned for analysis.